Manufacturer narrative:
The pump passed the displacement test prime/compromised force sensor alert test, and the basic occlusion test however, the pump alarmed no delivery during the excessive no delivery test due to faulty fsr (gold). Unable to perform the occlusion test due to no delivery alarms.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer blood glucose level was 251 mg/dl. Customer also stated that the alarm did not occurred during manual prime. Trouble shooting was performed, issue was resolved by changing reservoir and infusion set. The device will be returned for analysis.